Event description:
It was reported the customer had a low blood glucose event. Customer's blood glucose declined to 40 mg/dl. The customer was able to treat their blood glucose with juice. The customer's blood glucose rose to 67 mg/dl at the end of the call. Customer also reported being a brittle diabetic and declined to troubleshoot for their low. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.